Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonoscope exhibited foreign material in the control section, air/water cylinder, air/water tube, jet tube, distal end cover, nozzle, bending section cover, and the adhesive on the bending section cover. There was no patient involvement.